Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02916.

Event description:
It was reported that a patient underwent a right hip revision procedure approximately 3 years post implantation due to pain and popping noises. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As returned, the modular neck is fractured. The distal portion of the neck remains in the modular stem. The head is still attached to the neck. The modular stem exhibits a crack at the proximal end of the elliptical taper. Gouging and bio debris is seen in the plasma spray. Damage is too severe for dimensional analysis. X-ryas show that he neck had possibly fractured and was disassociated from the stem. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.